Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown bearing. Unknown tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02332 and 0001822565-2018-02333. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery on the same day as the initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During an initial right total knee arthroplasty, the wrong femoral implant was implanted into the patient. The patient needed a posterior stabilizing implant and was instead implanted with a cruciate retraining femoral component. The patient was awoken from anesthesia and taken to recovery. After further review by the hospital staff, it was determined the implant cart was incorrectly restocked prior to procedure, which contributed to the wrong device being selected during the initial procedure. Due to the event, the patient underwent a revision procedure on the same day to implant the correct femoral implant. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: additional: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.